Event description:
It was reported that during an unspecified procedure there were air bubbles in the inflation device. When the model-advantage 26 inflation device was used to inflate a balloon, air bubbles were noticed going inside the balloon which caused less visibility of the balloon under x-ray. They needed to remove the bubbles to have a better view. There were no pt complications reported.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will filed.